Event description:
The customer reported a bulge at the bottom of the pump segment. There was no patient harm. The set was received with a sticker stating "change monday". The sticker was dated "11/19".

Event description:
The customer reported a bulge at the bottom of the pump segment. There was no patient harm. The set was received with a sticker stating "change monday". The sticker was dated "11/19".

Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. During visual inspection of the set it was noted that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing showed no anomalies. The root cause of the balloon/bulge in the silicone segment was identified as an IV push medication or flush executed below the pump without first clamping the tubing above the injection port.

Event description:
The set was received with a sticker stating "change monday". The sticker was dated "11/19".

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a bulge at the bottom of the pump segment. There was no patient harm.